Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: diagnostic history: a scan was performed. Through uterus measures 9.0 x 4.5 x 5.6 cm, with some what heterogeneous echotexture, the endometrial lining is normal. Essure coli are seen bilaterally. Multiple "follicles am seen in each ovary assessment and plan: encounter for other pre procedural examination. Previously administered products included for to prevent pregnancy: depo-provera in (B)(6) 2009. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, menses irregular, chronic cervicitis, adenomyosis, paratubal cyst and pneumoperitoneum. Concomitant products included macrogol 3350 (miralax) and metformin since 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition type: food sensitivities"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparaoscopic assisted vaginal hysterectomy andbilateral salpingectomy with da vinci robotic assist). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, fatigue, weight increased, food allergy, alopecia, abdominal pain lower and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy to be noted in essure insertion date as reported in mr was (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: diagnostic history: a scan was performed. Through uterus measures 9.0 x 4.5 x 5.6 cm, with some what heterogeneous echotexture, the endometrial lining is normal. Essure coli are seen bilaterally. Multiple "follicles am seen in each ovary assessment and plan: encounter for other pre procedural examination. Previously administered products included for to prevent pregnancy: depo-provera in (B)(6) 2009. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, menses irregular, chronic cervicitis, adenomyosis, paratubal cyst and pneumoperitoneum. Concomitant products included macrogol 3350 (miralax) and metformin since 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition type: food sensitivities/ gi"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), vaginal discharge ("bladder/urinary problems: vaginal. Discharge"), polycystic ovaries ("pcos") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with da vinci robotic assist). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, fatigue, weight increased, food allergy and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, tooth disorder, nervous system disorder, allergy to metals, alopecia, abdominal pain lower, hormone level abnormal, rash, skin disorder, hypersensitivity, vaginal discharge and polycystic ovaries outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, bladder disorder, fatigue, food allergy, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, polycystic ovaries, rash, skin disorder, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy to be noted in essure insertion date as reported in mr was (B)(6) 2009. She received treatment for other injuries/symptom : weight gain ,gi , conditions, fatigue, migraine, headaches, pcos. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: new pfs received- new events added: abdominal pain, bladder/urinary problems: vaginal. Discharge, other injuries/symptoms : pcos. Outcome of events pain, other from unknown to recovered/resolved were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". Medical conditions: diagnostic history: a scan was performed. Through uterus measures 9.0 x 4.5 x 5.6 cm, with some what heterogeneous echotexture, the endometrial lining is normal. Essure coli are seen bilaterally. Multiple "follicles am seen in each ovary assessment and plan: encounter for other pre procedural examination. Previously administered products included for to prevent pregnancy: depo-provera in (B)(6) 2009. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, menses irregular, chronic cervicitis, adenomyosis, paratubal cyst and pneumoperitoneum. Concomitant products included macrogol 3350 (miralax), medroxyprogesterone acetate (depo-provera) and metformin since 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal discharge ("bladder/urinary problems: vaginal . Discharge"), acne ("acne"), abdominal pain upper ("stomach pain") and abdominal discomfort ("upset stomach"). In 2011, the patient experienced migraine ("migraines"), allergy to metals ("nickel allergy"), mood swings ("mood swings") and irritability ("irritability") and was found to have weight increased ("weight gain"). In 2012, the patient experienced fatigue ("fatigue"). In 2015, the patient experienced tooth fracture ("dental problems/teeth breaking") and polycystic ovaries ("pcos"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), food allergy ("gastrointestinal or digestive system condition type: food sensitivities/ gi"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity") and gastrointestinal disorder ("gi conditions") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy with da vinci robotic assist). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, migraine, headache, fatigue, weight increased, food allergy and abdominal pain had resolved, the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea, tooth fracture, nervous system disorder, allergy to metals, alopecia, abdominal pain lower, hormone level abnormal, dermatitis allergic, hypersensitivity, vaginal discharge, polycystic ovaries, mood swings, acne, abdominal pain upper, abdominal discomfort and irritability outcome was unknown and the gastrointestinal disorder was resolving. The reporter considered abdominal discomfort, abdominal pain, abdominal pain lower, abdominal pain upper, acne, allergy to metals, alopecia, bladder disorder, dermatitis allergic, fatigue, food allergy, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, irritability, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, polycystic ovaries, tooth fracture, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 167 lbs. Discrepancy to be noted in essure insertion date as reported in mr was (B)(6) 2009. She received treatment for other injuries/symptom : weight gain ,gi , conditions, fatigue, migraine, headaches, pcos. Date of implant: (B)(6) 2009 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Reporters information updated. Event: mood swings,acne,stomach pain; upset stomach ,irritability , plaintiff did not undergo essure confirmation test. Were added. Event: tooth disorder were updated to tooth fracture. Concomitant drug were added. Event: outcome were updated to recovering: migraine, gastrointestinal issue. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in an adult female patient who had essure (batch no. 628056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: diagnostic history: a scan was performed. Through uterus measures 9.0 x 4.5 x 5.6 cm, with some what heterogeneous echotexture, the endometrial lining is normal. Essure coli are seen bilaterally. Multiple "follicles am seen in each ovary assessment and plan: encounter for other pre procedural examination. Previously administered products included for to prevent pregnancy: depo-provera in (B)(6) 2009. Concurrent conditions included body mass index normal, polycystic ovarian syndrome, menses irregular, chronic cervicitis, adenomyosis, paratubal cyst and pneumoperitoneum. Concomitant products included macrogol 3350 (miralax) and metformin since 2014 to (B)(6) 2015. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), food allergy ("gastrointestinal or digestive system condition type: food sensitivities"), alopecia ("hair loss") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy andbilateral salpingectomy with da vinci robotic assist). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, fatigue, weight increased, food allergy, alopecia, abdominal pain lower and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, fatigue, food allergy, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Discrepancy to be noted in essure insertion date as reported in mr was (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: lower abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2019: new pfs and mr received: this case becomes incident. New events: pain, hormonal changes, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, migraines, headaches, nausea, dental problems, neurological conditions or problems, nickel allergy,fatigue, weight gain, food sensitivities, hair loss, lower abdomen pain. Lot number, concomitant drugs, concomitant conditions and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.